Manufacturer narrative:
A boston scientific technical services consultant assessed the lv thresholds which only produced suitable measurements in lv tip to rv coil configuration. The consultant suggested to temporarily turn off the surface ECG's and after this was performed, the lv pacing impedance was 450-500 ohms which was consistent with the historical trend. The consultant also walked the caller through the steps to assess the right ventricular (rv) lead. There was no noise noted and all delivered shocks were within 40-50 ohms. The consultant felt that the observations of high impedance coincided with hospital stays and were related to external influences. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms and elevated threshold measurements on the left ventricular (lv) channel. Additionally, shock impedance measurements were greater than 200 ohms. No adverse patient effects were reported.